Event description:
The live display of the axiom x-ray system in the examination room may sproadically stop working, although the display from the control room remains fully operational. In response to this issue, a customer advisory has been sent to affected customers. A software update to correct this issue is currently under development and will be installed on affected systems when it is released.